Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death.

Event description:
It was reported from the site that the patient had a "groin infection which led to a series of bilateral amputation procedures (foot, lower legs, and above the knee)." Patient had bilateral groin cannulation at the time of implant and subsequently developed infection at both cannulation sites." It was said that the infections were chronic. It was stated that the "family decided to withdraw therapy when the site informed them that the patient would require another amputation surgery in order for the patient to have a chance at survival." "Date of death was confirmed to be (B)(6) 2015. Medical doctor stated that the "death was not deemed device related." No additional information provided.